Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the patient was revised due to infection (left).(B)(6).

Manufacturer narrative:
This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-01656, -01658, -01659. This event occurred in (B)(6).